Manufacturer narrative:
1. A negative test result indicates no antigens for covid-19 were detected. The test is possible to give a negative result that is incorrect in some people and negative results are presumptive and many need to be confirmed with a molecular test. If receive a negative result, should test again in 24-48 hours . A false negative result may occur if the test result is read before 15 minutes or after 30 minutes. There was no indication to confirm or deny if the user/patient had utilized the test kit appropriately as per intended use or off use. 2. No reports of adverse related events with either patient or user (no patient death, injury, allergic reaction(s), or any medical intervention provided). 3. There was no information provided regarding the lot number of the antigen test kit; therefore could not conclude if the test kit was a counterfeit product or not. The user/patient did not share the contact information for further investigation.

Event description:
The event description: covid test kit - false negative first two days of symptoms.